Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:63 was confirmed during product evaluation. The root cause of the reported condition was not identified. The air in line sensor was cleaned to fix the reported condition and the device passed all tests. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was previously serviced for a related service event. On this occasion, bad air in line printed circuit board calibration was identified as the problem. A recalibration of this system was performed and the device was confirmed as functioning normally. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:63. This was reported to have occurred during biomed testing. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time. This is a colleague pump returned to baxter technical services where failure 810.63 was reported during bio med testing. There was no patient involvement. There was no patient injury or medical intervention associated with this event.